Manufacturer narrative:
The following field has been updated due to additional information: b.5. Describe event or problem: it was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced leakage during use. The following information was provided by the initial reporter: material no.: 381523 batch no.: 9049980. IV was inserted into patient, and began leaking after infusion. The leakage came from where the head of the cathlon and wing meet, at the bottom of the wing. IV was removed, and another catheter was successfully placed with no further incidents. H.6. Investigation: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced leakage during use. The following information was provided by the initial reporter: material no.: 381523 batch no.: 9049980. IV was inserted into patient, and began leaking after infusion. The leakage came from where the head of the cathlon and wing meet, at the bottom of the wing. IV was removed, and another catheter was successfully placed with no further incidents.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard experienced leakage during use. The following information was provided by the initial reporter: material no.: 381523, batch no.: 9049980. IV was inserted into patient, and began leaking after infusion. IV was removed, and another catheter was successfully placed with no further incidents.